Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal and was damaged. Engineering also observed that the septum, an internal rubber component of the seal, had been torn. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by non-axial insertion or removal of an asymmetrical instrument through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopy. Event description: laparoscopic gynae procedure. 1 x 12mm & 2 x 5mm ports were used. Approx an hour into the case a 5mm port wasn't maintaining a good seal. A first entry port was also used in the procedure. Surgeon spotted an opaque plastic cap sitting on the patients bowel before removing the ports. She was a large lady and it was lucky it was detected and removed at that point. Email with photo of the cap sent to applied medical additional information received via email from user facility on 10jan2021 - confirming the event and alert date were (B)(6). Additional information received via email from applied medical team member on jan 11, 2021: further to my conversation earlier, just to confirm I have visited [user facility] and taken the attached photos while [] (theatre manager) and [] colleagues dismantled the kii sleeve to ensure that only the instrument seal became loose during the procedure and not any part of the double duck bill. I also have taken video of the dismantling but these are too large to send via email. This has provided reassurance to all concerned that there is no risk of anything being left in the patient. Patient status: nil that we are aware of.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopy. Event description: laparoscopic gynae procedure. 1 x 12mm & 2 x 5mm ports were used. Approx an hour into the case a 5mm port wasn't maintaining a good seal. A first entry port was also used in the procedure. Surgeon spotted an opaque plastic cap sitting on the patients bowel before removing the ports. She was a large lady and it was lucky it was detected and removed at that point. Email with photo of the cap sent to applied medical additional information received via email from user facility on 10jan2021 - confirming the event and alert date were (B)(6). Additional information received via email from applied medical team member on jan 11, 2021: further to my conversation earlier, just to confirm I have visited the bays and taken the attached photos while [] (theatre manager) and [] colleagues dismantled the kii sleeve to ensure that only the instrument seal became loose during the procedure and not any part of the double duck bill. I also have taken video of the dismantling but these are too large to send via email. This has provided reassurance to all concerned that there is no risk of anything being left in the patient. Patient status: nil that we are aware of.